Manufacturer narrative:
This report is submitted on dec 6, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment. The patient underwent revision surgery on (B)(6) 2015 to have a magnet placed on the internal fixture i.e. Converting the patient to a subcutaneous baha implant system.

Event description:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2015.